Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8782, serial# (B)(4), implanted: 2014-(B)(4), product type catheter. (B)(4).

Event description:
It was reported the patient had a potential ileus due to pump opioid.the patient was in the hospital and has had 2 surgeries currently. The patient¿s medical history included recent stent, followed by by-pass surgery (approx 7/29/14). (B)(6) 2014: exploratory lap, revealed 2 segments of bowel with adhesions. The patient continues unable to pass gas or bowel movement. (B)(6) 2014: tpn therapy. The admitting hcp wanted to be able to control patient's pain with oral meds since he did not understand why there is an ileus. On the day of the report the reporter was called to the hospital to assist the hcp in decreasing the dose to minimal rate. The pump was reprogrammed from 125 mcg/day to 3mcg/day. As of the day of the report the patient remained hospitalized. The pump was used to deliver dilaudid. The patient outcome was not provided. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.